Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: 4k mounting arm - joint is loose. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be damaged tension screw or bushing . Gtin: (B)(4). Manufacture date is not known.

Event description:
It was reported that the joint of the mounting arm for the monitor became loose.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the joint of the mounting arm for the monitor became loose